Event description:
During ivtm therapy, the thermogard xp ivtm system s/n (B)(4) did not recognize the air trap. The customer cleaned the air trap sensor block, but the issue persisted. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard system did not recognize the air trap" was confirmed during functional testing. The root cause of the reported problem was the defective air trap sensor block due to a possible overflow of saline into the console's air trap holder, likely caused either by a defective suk or attributed to user mishandling. There was no recent complaint reported for a leaking start-up kit (suk) by this customer. During visual inspection, no physical damage was observed on the thermogard console. The system's event log data was reviewed and showed no significant discrepancies or error messages. The initial functional test failed as the thermogard system could not recognize the full air trap chamber, confirming the reported complaint. During device inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).